Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous bnp results generated by the synchron lx I 725 clinical system for one patient. The first patient sample gave a result of 2pg/ml and upon repeat on a different instrument; it gave a result of 1080pg/ml. Another patient's sample also, when tested on a different instrument, gave a result of 2pg/ml and a repeat result of 325pg/ml. A sample obtained from a third patient gave an initial result of 139pg/ml and the sample, when tested on a different instrument, gave a result of 381pg/ml. Three additional patients were tested for bnp in 2008; however, customer did not indicate these results as erroneous. The erroneous results were reported outside the laboratory. No report of death, injury, or change to patient treatment has been reported to bci to date.

Manufacturer narrative:
All samples were tested via the closed tube accessing system (cta). Qc tested prior to the event passed. Per customer, three levels of qc tested following the event were "out very low". Per customer technical service (cts) recommendations, a system check was completed following the event in 2008 and met specifications. The customer reported to cts that "no significant" errors were received to the event log. Customer repeated bnp samples back to 06:36 am of the day before, and determined that issues of lower results appear to begin after the 11:00am hour the same day. Per customer update on original date, they experienced a probe clot. Customer tried to replace the probe, but the probed loosened and was not aliquoting properly. Customer declined to further troubleshooting and requested service. A field service engineer (fse) was dispatched and onsite two days later: fse verified the instrument performance with customer. Fse confirmed all qc and patient samples to be accurate when testing. Fse further confirmed that the customer changed sample probe and tubing was loose. Fse confirmed repair with cta carryover and accuracy tests and tested qc and all tests passed. Fse verified repair per established procedures and results met published performances specifications. Even though bnp results are unlikely to be the basis to initiate or withhold treatment, in this event the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.